Event description:
It was reported that the purewick urine collection system had leakage as of the last night. They conducted the water test and suctioning at 45% capacity. Customer confirmed unit on the on floor in a basin when in use. Informed move unit to floor shook lid to reset overflow valve. No damage to the kit elbows shaped connector in place, lid and hoses secure. Unit connected to outlet. Detached and reattached power cord. Unit did power on. Water test slow suction. Customer reported patient had moisture related wounds due to leaking of unit and was hospitalized. Customer stated that the patient had home health care aide nurse. Customer then stated patient was not sure leaking started, then stated leaking started 08sep. Per liberator via phone on 19sep2024, it was reported that they put the new kit on, and it was still not suctioning properly. Liberator medical supply representative performed troubleshooting and it suctioned 800ml in 30 seconds.per liberator via phone on 19sep2024, it was reported that the representative apologized and advised a new system showed to be shipping and should arrive within 24-48 hrs. Customer said that they have gone through skin break down and wound care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system had leakage as of the last night. They conducted the water test and suctioning at 45percentage capacity. Customer confirmed unit on the on floor in a basin when in use. Informed move unit to floor shook lid to reset overflow valve. No damage to the kit elbows shaped connector in place, lid and hoses secure. Unit connected to outlet. Detached and reattached power cord. Unit did power on. Water test slow suction. Customer reported patient had moisture related wounds due to leaking of unit and was hospitalized. Customer stated that the patient had home health care aide nurse. Customer then stated patient was not sure leaking started, then stated leaking started 08sep. Per liberator via phone on 19sep2024, it was reported that they put the new kit on, and it was still not suctioning properly. Liberator medical supply representative performed troubleshooting and it suctioned 800ml in 30 seconds per liberator via phone on 19sep2024, it was reported that the representative apologized and advised a new system showed to be shipping and should arrive within 24 to 48 hrs. Customer said that they have gone through skin break down and wound care. It was reported that the customer returned a pw200 with serial number (B)(6), this does not match the serial number in the record.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No actions can be taken at this time since a root cause was not identified. The instructions for use were found adequate and states the following: place the collection canister (c) in the purewick urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick external catheter (I). Note the letters correlate to a diagram within the IFU. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick urine collection system. The device is on but is not suctioning properly 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. Replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build up. Canister or tubing appear cloudy. Canister or tubing appear discolored. Canister becomes cracked. Tubing becomes torn. Purewick external catheter no longer securely connects to collector tubing. Failure to clean and or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.